Event description:
It was reported that there was a pseudoaneurysm. A left atrial appendage (laa) closure procedure was performed. A 16fr non bsc sheath was inserted in the right groin. The physician crossed the septum with a non bsc system and heparin was given to the patient. A single curve watchman access system (was) was inserted into the patient. A 21mm watchman laa closure device & delivery system (wds) was advanced and the closure device was deployed proximally. The device was fully recaptured and removed. The single curve (was) was exchanged for a double curve truseal was. A new second 21mm wds was then inserted and deployed, but it did not meet the release criteria due to its position and low compression. A 24mm closure device was then deployed which met the release criteria and was successfully implanted in the laa of the patient. It was noted post procedure that the patient had a pseudoaneurysm in the right groin access. The physician gave the patient a thrombin injection to treat this and closed the groin with a figure 8 stitch. The patient was stable and scheduled to be discharged two days post procedure.